Manufacturer narrative:
Zoll medical corporation evaluated the device and the device performed to specification. Review of the device history logs showed multiple occurrences of "select 30 j for test" messages, indicating that the 30 j test was being attempted with an incorrect joule setting. The log confirmed that multiple 30 j tests were successful when the proper criteria was met. Root cause was determined to be usability associated. The device was recertified and returned to the customer. Analysis of reports of this type has not identified an increase in trend.

Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that during a routine shift check by a clinician, the device failed to discharge. Complainant indicated that there was no patient involvement in the reported malfunction.